Event description:
Litigation papers allege the patient has suffered significant harm, conscious pain and suffering, physical injury, bodily impairment, mental anguish and emotional distress and will have to undergo surgery to remove the device. **update** (B)(6) 2012 - medical records were received. The patient was revised. The revision operative report indicated the patient had elevated metal ion levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected: brand name, common device name, catalog #/lot #, PMA/510(k) #, manufacture date. Depuy still considers the investigation closed.